Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. It was reported through patient outcome that the patient expired on (B)(6) 2014 due to an unknown cause. No alarms were associated with this event. Multiple requests for additional information regarding this event and the product to be returned were sent to the account. However, to this date, no information has been provided and the device has not been returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was requested but was not received. Approximate age of device: 1 week, 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired. No further information was provided.